Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (abnormal shutdown, service code 112) has been confirmed.  Upon investigation the monitor failed incoming testing and displayed a service code 107 (multiple abnormal shutdowns) and service code 112 (corrupt questionnaires database). The monitor exhibited an intermittent flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing abnormal shutdowns and was receiving service code 112 (corrupt questionnaires database).